Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument plastic at the joint of the functional part has melted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.